Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and is doing incenter hemodialysis for renal replacement needs. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew yeast. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose unknown) and oral anti-fungal therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis. On (B)(6) 2025, the patient was discharged from the hospital and is recovering from the event, per the nurse. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse stated that the peritonitis may have been due to a breach in infection control. The nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. Per the nurse, the patient will receive re-teaching to ensure the patient is following proper procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".